Event description:
Caller states that she tested at 360mg/dl and took 2 diabetic pills while skipping breakfast. She states that an hour later she tested 20mg/dl and felt like she couldn't move. She states that she drank orange juice and ate candy and felt better. No quality controls were used. Requested return of suspect device and replacment was sent.